Manufacturer narrative:
Article citation: ¿successful breast reconstruction despite dislodgement of tissue expander magnetic ports,¿ by peter w. Henderson, md, mba, jasmine dosanjh, ba, and christine h. Rohde, md, mph, published in aesthetic surgery journal, vol. 36, issue 10, 08/23/2016, pp. 1-3. ¿symptoms concerning for brain metastases,¿ and ¿neurological symptoms¿ were determined to be pre-existing. The events of ¿pain¿, ¿discomfort,¿ and ¿ferromagnetic ports had been dislodged from the internal backing¿ were determined to be not device related, but considered a result of the patient undergoing a MRI: ¿despite the dislodgement of the metallic ports (which was almost certainly due to the 3t MRI).¿ as the patient underwent a MRI with tissue expanders implanted, use error is considered reportable, as while no serious injury occurred this time, if the event of use error were to recur it would be likely to cause a serious injury to the patient, therefore this event is being reported. Further information from the reporter regarding the event, product, and/or patient details was requested. No additional information is available at this time. Device labeling: ¿do not perform diagnostic testing with magnetic resonance imaging (MRI) in patients with natrelle® 133 tissue expanders in place.¿ "diagnostic testing with magnetic resonance imaging (MRI) is contraindicated in patients with natrelle® 133 tissue expanders in place. The MRI equipment could cause movement of the natrelle® 133 tissue expander, and result in not only patient discomfort, but also expander displacement, requiring revision surgery. In addition, the magna-site® magnet could interfere with MRI detection capabilities."

Event description:
Reported event of a patient with a tissue expander implanted experiencing ¿symptoms concerning for brain metastases,¿ ¿pain¿, ¿discomfort,¿ ¿neurological symptoms¿, and ¿ferromagnetic ports had been dislodged from the internal backing¿ after the patient underwent a ¿3t MRI¿ was found in ¿successful breast reconstruction despite dislodgement of tissue expander magnetic ports,¿ published in aesthetic surgery journal, vol. 36, issue 10, 08/23//2016. The tissue expander was explanted and replaced with ¿permanent implants.¿ this medwatch is for the right side. See MFR # 9617229-2017-00123 for the left side device.

Manufacturer narrative:
Device history record: "based on the risk analysis performed, the ae term code use error was selected for analysis as it represents the highest risk, falling on the monitor risk region with an applicable investigation level of two. Review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All tissue expanders were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from sap was verified and one device was scrapped during the assembly process (p8) which is not related to the reported event. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications."

Event description:
Reported event of a patient with a tissue expander implanted experiencing ¿symptoms concerning for brain metastases,¿ ¿pain¿, ¿discomfort,¿ ¿neurological symptoms¿, and ¿ferromagnetic ports had been dislodged from the internal backing¿ after the patient underwent a ¿3t MRI¿ was found in ¿successful breast reconstruction despite dislodgement of tissue expander magnetic ports,¿ published in aesthetic surgery journal, vol. 36, issue 10, 08/23//2016. The tissue expander was explanted and replaced with ¿permanent implants.¿ this medwatch is for the right side. See MFR # 9617229-2017-00123 for the left side device.